Event description:
During a laparoscopic low anterior colon resection, upon loading the reload in to the covidien lp endo gia, the reload would not open, took reload off and reloaded it again same response, got another reload and it worked.